Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator failed test steps related to the device's blower motor. The device's air inlet filter was observed to be dirty and clogged. The device's blower motor and air inlet filter were replaced to address the issue.